Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the defibrillator¿s ac light does not turn on with one battery but does with another. And when it is powered up, the charge light is flashing. There was reportedly no patient involvement.